Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 36 mg/dl. Customer was treated with glucose tablets for low blood glucose level. The customer also reported that continuous guard monitoring system did not alarm for low blood glucose level. The insulin pump will not be returned for analysis.